Event description:
It was reported the powerseal curved jaw sealer and divider had frequent incomplete seal errors. The event occurred during a therapeutic laparoscopic nephrectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, and updates to fields d8 and d9. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical/electronic component failure of the device. The cause of the component failure could not be determined. The event can be detected/prevented by following the instructions for use which state: powerseal IFU ¿chapter 18.7 high frequency output with hand switch or foot switch¿ and "chapter 20 if an abnormality occurs. " chapter 18.7 high frequency output with hand switch or foot switch warning ·if four consecutive pulse tones sound and high-frequency output stops, this indicates that sealing has stopped in progress. The touch panel of the high-frequency surgical device will display the appropriate action to take. Follow the instructions in the section titled ¿if an abnormality occurs (20)¿ to identify the cause. Do not cut the target tissue before sealing is completed properly. Doing so may cause bleeding. ·to maintain sufficient pressure on the sealing target tissue, do not release the jaw grip until the output cycle is complete while in the ¿latch-off¿ state. ·before cutting the sealing target tissue, confirm that the seal is fully complete. After confirmation, perform additional sealing before cutting according to steps 5 and 6 below. Carefully inspect the tissue to avoid unexpected bleeding. Chapter 20 if an abnormality occurs. Error occurred. : if an error occurs, the high-frequency output will stop, a series of four pulse tones will sound, and corrective actions will be displayed on the touch panel of the high-frequency surgical device. In the event of an error, do not cut the sealed tissue. The operator should inspect the sealed area and the product before continuing the procedure. Once the error condition is resolved, the high-frequency output will become available for use again. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.